Event description:
The customer reported that his evis exera iii video system center lost it's image and presented a b30 scope communication error during a therapeutic arthroscopy procedure. According to the initial reporter, the scopes were changed out and the unit was rebooted, and the procedure was completed with the subject device. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user's report was confirmed. The scope image was dropping out any time the mouthpiece was moved and the b30 communication error was present. Additionally, corrosion was noted on the lower chassis and dust was found inside the device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the image disappeared when the connector was moved due to a faulty lock mechanism of the video connector socket. Error code b30 was not duplicated. The cv-190 instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[important information ¿ please read before use]. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Clean and vacuum dust from the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the video system center may break down and get damaged from overheating.¿ // ¿[3.1 precautions for installation and connection]. Use the video system center only under the conditions described in ¿environment¿ on page 368 and ¿specifications¿ on page 369. Otherwise, improper performance, compromised safety and/or equipment damage may result.¿ // ¿[6.3 connection of an endoscope]. Make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.¿ olympus will continue to monitor field performance for this device.